Manufacturer narrative:
Device evaluated by MFR: promus premier mr, ous, 2.25x16mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found stent damage to the first most proximal stent strut rows; the first two struts appear lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within specification. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and withdrawal attempts as the lesion was reported as being severely calcified and tortuous. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A review of the promus premier manufacturing data for the returned device was performed. The pre-dilatation maximum od for promus premier was reviewed. Product not meeting this requirement is scrapped. The maximum stent profile of the complaint device at the time of manufacture was determined. This verifies that the complaint device was within maximum crimped stent profile measurement prior to shipping. A visual and tactile examination found a hypotube kink 48mm distal to the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through a severely calcified and tortuous lesion site. No other issued noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16x2.25mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 16 x 2.25mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 16x2.25mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 16 x 2.25mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.